Event description:
Facility reported that prior to usage, a kink was noted at the end of the blood pump segment of the arterial line. The device is available for evaluation.

Manufacturer narrative:
Device history record review and extrusion inspection record: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. Sample analysis report: during visual inspection of the returned sample, a partial kink was found on the arterial line just below the adapter connector on the main line. Results: the kink could be caused due to a wrong coiling of the arterial line. Corrective action: the coiling fixture was modified and new module was created to improve the coiling technique on the code and was implemented in 2004 and for series 03-2742-9 this was implemented the following month. First lot 4nr948. We will continue to monitor for trends.